Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to motor error alarm. Pump programmed with multiple basal rates and no basal rate resetting during testing. Pump received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 282 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.